Manufacturer narrative:
Approximate age of device (age of device: 1 year, 3 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient heard a "chirp" or short noise when he was at home. There were no reported symptoms or other issues. Integration noted multiple alarms including low flow and pi alarms. The patient was not attached to a non-grounded cable during the events. Here were no further alarms once connected to the non-grounded power cord in clinic. Log file analysis noted an additional pump stoppage event on (B)(6) 2018. The account reported the patient was switched from a non-grounded cable to a grounded cable. The patient then experienced the pump stops while connected to the grounded cable. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed pump stop events and associated alarms. Although a specific cause for these events could not conclusively be determined, the patient has a known short to shield and switched from a non-grounded patient cable to a grounded patient cable because their non-grounded patient cable had been twisted up. Additionally, the patient reported a ¿chirp¿ or short noise when they were home, however a specific cause for the reported event could not conclusively be determined through this evaluation. The submitted log file contained data from 04dec2018 to 10dec2018. The log file captured pump stop events on (B)(6) 2018, while the patient was supported by the power module. The pump stop event was associated with low speed and low flow hazard alarms. The pump ramped back up to its set speed after the pump stop event. No other atypical alarms were noted throughout the duration of the log file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient was seen in the clinic on (B)(6) 2018 and reported a ¿chirp¿ or short noise when they were at home. There were no symptoms or other issues. The patient was hooked up to an orange non-grounded power cable to obtain data and was sent home with the same cord. There were no further alarms once the patient was connected to the non-grounded power cord in the office before releasing the patient to go home. The account also instructed the patient to only use non-grounded patient cables. The patient remains ongoing on heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient was stable and there were further issues after using the non-grounded cable.